Event description:
The complainant reported that, during a pericardial drainage procedure, the physician was removing the guide wire from the needle or dilator or catheter and the coiled section of the guide wire separated from the core wire. No pt injury occurred.